Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device showed a drop in saturation as well as air leak when extubation was performed; it was verified that the cuff was leaking. The problem was initially being detected after intubation sometimes on the same day, others after 24 hours. As the problem became a constant, the teams routinely checked the pressure of the cuff using the cuffnometer, and then the faults started to be detected.